Event description:
In 2000, a nurse went to dispose of a contaminated needle and the lid of the sharps container did not swing freely, causing the needle to come back out. When the needle came out it stuck the nurse.